Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors appear to have caused the valve malposition [poor image intensifier angle and less then optimal coaxial alignment of the delivery system and the valve]. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During a transaortic tavr procedure the 26mm sapien valve was deployed in a too ventricular position [20:80/aortic: ventricular]. Per report, the image intensifier angle was not in a coplanar angle. The image intensifier angle was corrected and a second valve was placed 50:50 in the annulus. At the end of the case the patient was stable. Additional information: the pre-deployment position of the first valve was 50:50. The native valve/leaflet calcification was severe; there was no aortic root or mitral annular calcification. Coaxial alignment of the delivery system and the valve was fair; the image intensifier angle was poor; there was no loss of pacing capture during valve deployment and ventilation was held. The patient¿s ejection fraction was 65%.